Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Five minutes after procedure was completed (after dressing change), patient experienced shortness of breath, anxiety, tachycardia, and decrease in o2 sats. O2 was given and a rapid response was called. Reaction resolved after a few minutes. Patient allergic to lidocaine so that was not used by the nurse at any time during placement. Chg was not used to clean the wound site after placement, but a biopatch was placed.